Manufacturer narrative:
The manufacturer has not received the devices for investigation. Despite multiple requests, no devices have been returned. The user is no longer using the device with the exposed wires on the ac power cord. He has 2 other machines which he currently uses. There was no patient harm or injury reported. The manufacturer believes no devices will be returned at this time.the manufacturer is unable to confirm the report of exposed conducting wire. Product labeling warns the user to "periodically inspect the power cord for signs of wear and damage and to replace the power cord if necessary." The manufacturer concludes no further action is necessary.

Event description:
The manufacturer became aware of a user's allegation that the device's power cord has exposed wires where it plugs into the power supply. There was no harm or injury reported. The device has not been returned for evaluation. The investigation is on-going. On completion of the manufacturer's investigation, a follow up report will be filed.